Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented during an implant procedure in which the set screw on a newly implanted pacemaker could not be tightened. The device was explanted and replaced. The patient was stable throughout the event.

Manufacturer narrative:
The reported event of the setscrew would not tighten was confirmed. The damage found was sustained during the surgical procedure. Analysis found both a- and v- septums had off-center holes punched through them indicating the torque wrenches were not being correctly inserted into the setscrews. The setscrews could not be tightened due to the incorrect use of the wrench by the user.